Event description:
According to the rptr, the pt, a long term care facility resident, was admitted to the facility's ICU on 2-27-98 through the ed. The admitting diagnosis was peritonitis. The device had been implanted on the stated date; however, the rptr was unsure at which facility the procedure had been performed. The rptr also had no info on the treatment which was initiated for the peritonitis. The pt expired on the stated date.